Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a bronchial puncture procedure, the single use aspiration needle broke off in the patient¿s lung. The device was changed to use a bronchoscope with an operational channel and the needle was retrieved with a bronchial biopsy forceps. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. The needle was broken about 15mm from the sheath. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to bending and straightening force applied to the needle tube during the procedure, the strength of the needle tube decreased and broke off. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from customer.